Event description:
It was reported that an 8100 lvp was affected by dim segment recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on, initial reporter e-mail, device return to manufacturer , device eval by manufacturer, imdrf annex a, g, b, c and d grids and manufacturer narrative. Omit: b21 - type of investigation not yet determined. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8100 lvp was affected by dim segment recall. There was no reported patient involvement.